Manufacturer narrative:
If gel cards are not centrifuged for the proper amount of time, erroneous results could be reported. It is unk which gel card tests were being performed at the time of the incident. Product labeling advises the customer to use a timer as a separate time source and to discard gel cards and repeat testing if the centrifuge is interrupted. Field service engineer evaluated the centrifuge but was unable to confirm customer's observation. A replacement centrifuge was sent to the customer.

Event description:
The customer reported that the centrifuge was running for 11 minutes and 11 seconds, 11:11 was present on time display. Gel cards are to be spun for 10 minutes.